Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries were evaluated and replaced. The system was tested and returned to service.

Event description:
The customer reported precharge errors and intermittent system functionality. No patient or user injury was reported.